Event description:
Customer reported that the device therapy connector had foreign material inside. Physico-control evaluated the device and observed that the therapy connector low voltage pin receptacle, the external hard paddle assembly and quick-combo therapy cable pins were damaged. The device was not able to provide defibrillation therapy. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the therapy connector, the external hard paddle and the quick-combo therapy cable assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and observed that the therapy connector pin socket was bent/crumpled and pushed back into the housing. The observed therapy connector damage would not allow hard paddles or quick-combo cable connection and inhibit defibrillation therapy. The corresponding pins, that plug into the damaged socket, from the external paddle assembly and quick-combo cable were broken and bent respectively. The observed anomaly from the paddle or quick-combo connector could have damaged the therapy connector socket.